Event description:
A nurse contacted lifescan in 2005 and alleged that the one touch ultra meter was reading inaccurately low when compared to the lab result. The reporter had received results of 233 mg/dl with a lifescan meter and 352 mg/dl on a laboratory device, performed within 30 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The reporter was walked through two consecutive control solution tests and the results fell outside the specified range. Based on the failed control solution tests, there is indication that the product malfunctions. A replacement meter was sent to the patient.